Manufacturer narrative:
After the probe change, the customer later discovered that the issue was still present intermittently. No specific details were provided. The field service representative then replaced the "valve bank" and this fixed the issue.

Event description:
The customer reported that they received questionable results for a total of two patient samples tested for glucose and creatinine plus ver.2 (crea). Of the two samples, one had an erroneous result that was reported outside of the laboratory for crea. The sample initially resulted as 5.84 mg/dl and this value was reported outside of the laboratory. The initial result was questioned by the physician, so the sample was repeated. The repeat result was 0.77 mg/dl. The repeat result was believed to be correct. The patient was not adversely affected. The crea reagent lot number was 61349901, with an expiration date of 02/29/2016. In order to troubleshoot the issue, the customer replaced the sample probe. The customer then performed precision studies for glucose and crea; these were fine according to the customer.

Manufacturer narrative:
After replacement of the "valve bank", the field service representative ran calibration, quality controls, and precision studies. All control recovery was acceptable to the customer and the system was found to be performing within specifications.